Event description:
¿ Caller reported the pump screen went blank unexpectedly and the led was not blinking. Cts followed up with the customer. Unexpected shutdown occurred. Customers husband declined further follow up from cts. No further action needed.